Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, customer encountered a repeated recoverable fault. Prior to calling, customer had completed a system restart but issue remained. Technical support engineer (tse) reviewed the logs and confirmed blue fiber cable (bfc) communications faults on the system, customer confirmed that the patient side cart (psc) was currently disconnected from the system and error remained. Tse guided the customer to power off all system components, refit the bfc to the psc and complete an emergency power off (epo) of the cart. Tse had the customer ensure all bfcs were securely connected, all cart/console power buttons illuminated amber and power on the psc, 32100 error immediately returned. Tse had the customer attempt error recovery but issue persisted, and then advised to disable cart drive/boom. Tse guided the customer to select the manual lever to potentially position the psc for manual docking, but customer stated this was not at the optimal setup for a clinical procedure and they would be unable to commence. There was no report of patient involvement or patient injury

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reseated axis controller platform (acp) 3 board to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 32100 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reseating the acp3 board.